Event description:
It was reported that bd insyte autog bc hub is cracked. The following information was provided by the initial reporter: the green portion of the catheter was cracked. Surprisingly the blood transfusion went in without an issue for the most part. Towards the end, the rn saw blood leaking from the site and thought the luerlock wasn¿t on good but when she went to flush the IV, it sprayed everywhere. Unfortunately, the catheter was thrown away so I don¿t have anything to send to you this time.¿ 10sep2024: how was the patient outcome? Are there any clinical signs, health consequences or impact? New IV had to be started. No issues with patient health any adverse event or serious injury reported to patient or health care professional? No.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. Complaints received for this device and reported condition will continue to be tracked and trended.